Event description:
Potential for injury associated with a 3gar power chair only driving forward, no other direction. This creates the potential for the user to become stranded by not having the ability to maneuver the chair.